Event description:
A review of the pump history indicated that loss of cartridge detection had occurred. During eval the force sensor pins were found to be damaged.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. During eval the force sensor pins were found to be damaged.